Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure the needle became stuck in the extended position; it would not retract. The physician had already completed the procedure with this device when the issue occurred. The extended needle damaged the scope. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.